Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and high blood glucose over 300 mg/dl. The customer was experiencing nausea and vomiting. Troubleshooting was performed. The time, date, settings, and programming were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller to change the entire reservoir and infusion set. Reminded customer to change the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.